Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws were misaligned. Functional testing noted that the instrument was applied to test media and the jaws opened and closed without difficulty. It was reported that the jaws did not close completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue might have occurred if the device had been exposed to a side force (leverage) that consequently broke one side of the jaws. Another possibility is that the device was activated with excessive force to the jaws and was used in a twisting motion, resulting in breakage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. Consult the medical literature relative to complications, hazards and techniques, prior to performing endoscopic procedures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 176645 endo dissect 254 (lot# p4d1214) 176645 endo dissect 254 (lot# p4d1214). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy while dissecting the free omentum, the surgeon had a problems with three dissectors due to the jaws of the dissector did not fully close. As a resolution the surgeon used another device from a different manufacturer. It was also noted that there was an additional operation performed to the patient.